Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that on (B)(6) 2026, involving a hamilton-c6 ventilator, the ventilator screen went blank and a smoke smell was reported coming from the ventilator while the device was in use on a patient. Following the event, the device could not be powered on. No patient harm was reported, and no user or third-party injury and no health consequences were reported. A medical intervention was reported. No log files were provided. Requests for additional information and a technical investigation were issued. Several attempts were made to contact the service technician from hamilton medical, inc. To obtain additional information; however, no response was received. As a result, the investigation could not be completed, and no root cause or confirmed device malfunction could be identified based on the available information. As no further information was received, the complaint was closed due to inactivity.

Event description:
Hamilton medial ag received the following complaint description (summary): the customer reported that the ventilator screen became blank during use and a smoke-like odor was noticed. The device was connected to a patient at the time of the event. No an additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.